Event description:
A caller reported an issue with the touchscreen responsiveness of their device, although the screen was neither cracked nor shattered. The customer's blood glucose level was indicated as "high," but specific values were unknown. The customer managed the situation by administering a correction bolus via the pump and a correction injection using mdi. Technical support assisted the caller in ensuring the pump screen and hands were clean and dry, and guided them through a touchscreen test, which passed successfully. It was concluded that the pump was functioning as intended, and the caller acknowledged this resolution.